Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va20tju implanted: (B)(6) 2019 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 26-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they recently underwent surgery to replace their old implant with a new one. During the procedure, the healthcare provider left part of the lead from the previous implant inside their body. The agent asked if the broken lead was related to the old implant, and the patient confirmed that it broke during the surgery and the doctor left it inside. The patient was advised to contact their healthcare provider for further assistance with the issue.